Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation. Patient information and repair information were requested from the customer, but no response received.

Event description:
The customer reported that the ventilator has several errors. The customer reported that the unit was in use on patient , but there was no patient harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24sep2018. To repair the unit the power management pcba was replaced, and the unit passed the required tests and was returned to use. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.